Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by a sales representative via sems-06433587 that an ar-3750sp knee fibertak pulled out. This was discovered during a procedure. No further information was provided. Additional information was received on 12/21/2023: this was discovered during an aclr with an mcl repair procedure on 12/13/2023. The case was completed using an ar-2324bcc biocomposite swivelock c, and nothing broke inside the patient. The case was only delayed for a minute or two, and additional anesthesia was unnecessary. The patient suffered no negative effects on or after the procedure.